Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10cl-us. In the event reported, it was stated that the technician found an accessory stuck in the suction nipple. The anomaly was discovered in pentax repair service facility during inspection. There was no adverse event reported with this complaint. The device was inspected in service order (B)(4) and the inspection findings are follows: accessory stuck in suction nipple; passed dry leak test; suction nipple bent/ dented; passed wet leak test; image video failed foggy test; customer complaint confirmed; eto vent valve loose inner shaft; forward water jet socket deformed. The device was repaired and return to the user on delivery # (B)(4). Parts to be replaced: o-rings and seals; suction nipple. A review of the service history indicates the device was routinely serviced at a pentax facility. On 29-sep-2021, a device history record (DHR) review for model ec38-i10cl, serial number (B)(4) was performed and the DHR review confirmed the endoscope had 1 non-conformance found during in-process inspection for hole at the tip. The device also had 1 rework for adhesive repainting, the device completed manufacturing on 20-jan-2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.